Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed ac power adapter is physically damaged with a burned pin number 3 located on the ac adapter lemo connector. The service technician scrapped the ac power adapter.

Event description:
The customer reported noticeable model palmtop ventilator revel ac power adapter damager during ventilator setup. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.